Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the 300 mg/dl and 400 mg/dl range. The customer had lost 6 pounds is the past 7 days and they were eating very little. Troubleshooting was not performed. However, the customer confirmed that their basal settings were accurate. The device passed the self test. The insulin pump was not returned for analysis.